Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue.  Physio-control recommended that the customer replace the device due to the age of the device and no repair options. The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer initially reported that their device was showing its charge-pak icon. After an evaluation of the device, it was observed that the internal hlc batteries had been depleted. When the hlc batteries are in a depleted state, the device may not have sufficient power to provide effective defibrillation energy, if needed. There was no report of any patient use associated with the reported issue.